Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Low bg cause was not known and customer consumed carbohydrates to address bg. An emergency medical technician (emt) team was contacted to provide assistance; however, no treatment was needed upon arrival as the customer's bg had stabilized. Recommendation was made to consult with a healthcare provider to discuss diabetes management.